Event description:
A facility reported that during surgery, the ultrasound from the cusa excel 36khz straight handpiece (c2602) was too low. There was increased surgical time of 30 minutes; however, there was no patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the transducer has very low power and is out of specifications. The top layer of the connector plug is damaged (the device was improperly decontaminated) and the plug has to be replaced, and the wire at the plug side is broken and needs to be re-soldered. To resolve the issues, the green wire on the plug side has been re-soldered, and the plug, housing and all o-rings have been replaced. Additionally, a full function test including calibration and safety test according to the manufacturer's guidelines has been performed. Root cause - the root causes for the reported complaint are confirmed as follows: ¿ a defective transducer; ¿ a damaged connector plug- (the device was improperly decontaminated); and ¿ the wire at the plug side is broken and needs to be re-soldered due to wear and tear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.